Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the blade remained ejected on a vessel sealer extend instrument. An alarm was generated indicating that the tissue was pinched, therefore could not be used. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: it is unknown if tissue was adhered to the instrument. Surgeon was cutting greater curvature at the time of event. The instrument was not too much in use prior to the reported event. No bio debris was built up prior to the interaction where the sticking was observed. Unknown as to where the tissue was getting stuck in the instrument. Error occurred after re-inserting so it did not grasp tissue. No tissue was excised due to the event. No bleeding due to the event. Customer used a backup instrument. No impact to the patient's health. The surgeon did not have any concern about the event causing any long-term complications with the patient. The patient did not experience any post operative complications. Surgeon thought the instrument was being used correctly therefore he was unsure what caused the event. The procedure was completed robotically. No photos or videos available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged blade. Visual inspection showed that the blade was extended 0.119" outside of the blade garage. There was no bio debris found at the instrument tip between the grips along the knife track. A review of system logs showed 6 blade exposed/jammed failures. Components adjacent to this dislodged blade do not show damage. Additional observation related to customer reported complaint: the instrument was installed on an in-house system and failed during initialization on multiple attempts. The instrument failed homing during initialization based on the log review and in-house testing. The instrument was visually inspected and found there was a blade exposure observed. Log review showed 6 failures via error code 22026 indicating homing failures.